Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Per package insert gender solutions natural-knee flex system loosening, osteolysis, pain and wear are known adverse effects of the tka procedure. It was reported that the surgeon had put the knee in too loose which aided in the implant not lasting and thus the wear of the poly. It was also reported that the patient was loose/lax in flexion and extension. Investigation results concluded that the reported event attributed to user error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products - gender solutions female (gsf) femoral component nonporous # 00541401401 lot # 61671292 natural knee stemmed tibial base plate - # 6307-00-200 lot # 60840081 palacos rg # 00111314001 lot # 71304252. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a left knee revision approximately 6 years post initial surgery due to osteolysis, pain and wear. The patient was loose in flexion and extension which lent to wear of the bearing.